Manufacturer narrative:
All buttons function properly. However moisture damage noted on keypad traces. Intermittent failed battery test alarm due to corroded battery cap contact. No ramping numbers noted on the display. Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 77 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.